Event description:
Additional information received reported the motor stall did not recover. There was not more than one motor stall noted in the event logs. It was unknown what caused of the motor stall. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. It was noted that the patient will be scheduled for a replacement. Other medications the patient was taking at the time of event included msir 15 mg 4/d prn. At the time of report, the patient was not recovered, symptoms were on-going.

Event description:
It was reported that the patient started having withdrawal-type symptoms approximately 3 days prior to report. The pump was read and showed a motor stall that started 2 days prior. The patient¿s symptoms included a slight fever which was described as ¿weepy¿, shaking and diaphoretic. It was noted that nothing had changed for the patient that should affect their pump and the patient had not had an MRI. The pump was used to infuse bupivacaine and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004 explanted: product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump showed that it was infusing 25mg/ml dilaudid at 0.152mg/day and 7mg/ml bupivacaine at 0.0457mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. It was reported that the pump was explanted on (B)(6) 2015. It was reported that the patient was receiving 25mg/ml dilaudid at 0.152mg/day and 7mg/ml bupivacaine at 0.0457mg/day. It was reported that the patient was not involved in a clinical study. It was reported that the pump would be returned to the manufacturer. It was reported that the device was replaced with a manufacturer's device. It was reported that the device could be disassembled for analysis and an analysis report was requested. It was reported that the device was used with/in the patient, and the intended use of the device was treatment. There was no patient death reported. It was reported that there were numerous motor stalls and motor stall recoveries. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.